Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a tep totally extraperitoneal procedure, when the surgeon used the device he noticed co2 was leaking. The seal was detached from the trocar. There was no damage to the patient. The surgeon used another new device. No medical intervention required.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The valve seal was intact and functioned properly. The balloon inflated with no leaks. The reported condition was not confirmed. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).